Manufacturer narrative:
The serial number and expiration date provided. Were incorrect. The manufacture date provided. Was also incorrect. The corrected information has been provided.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The imaging from the case was not available for review. Per the instructions for use and the patient screening manual, valve regurgitation and native valve leaflet overhang with the potential to impair sapien leaflet function are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards retroflex3 delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify the sapien valve being deployed too ventricular and abnormally long native valve leaflets as factors that can contribute to regurgitation and native leaflet overhang. Other factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In this case, per report, the cause of the reported cai was the 60:40 ventricular placement of the sapien valve in combination with an abnormally long native non-coronary leaflet. The cai was resolved by the placement of a second sapien valve more aortic. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards representative, the sapien valve was placed too ventricular, resulting in mild to moderate central aortic insufficiency (cai). A second sapien valve was placed more aortic and fixed the cai. The patient did great. Additional investigation revealed the following: per report, the image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. The valve was positioned and deployed 60:40 ventricular. During deployment, balloon inflation was held for three or more seconds and there was no loss of pacing capture. The diameter of the native aortic annulus was 20mm by tee. The native aortic valve and sinotubular junction were moderately calcified. Per report, the patient had an abnormally long non-coronary leaflet that was overhanging the sapien valve, causing the cai.